Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15731. It was reported that patient presented for follow up in clinic. It was noted that there was no capture on the left ventricular lead. A x-ray was performed and found that left ventricular lead has dislodged due to patient¿s anatomy. The left ventricular lead was repositioned on (B)(6) 2021 and during revision, it was noted that atrial lead was fractured. The atrial lead was capped and replaced during the same procedure. The patient was stable.